Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that replacement of the recharge telemetry module (rtm) resolved the issue. No symptoms were reported. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger h3: analysis of the 97755 recharger (rtm) (s/n(B)(6)) revealed that the recharger cable at donut end causes charging number fluctuations from 0 to 100. Recharger cable gets warm and was scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that it has been "very time consuming" for to charge the ins. It was reported the recharger rtm had a getting ¿no device found¿ screen when trying to connect to charge the ins even though the rtm was in the correct spot directly over ins. The patient reported that they charge the ins every two days when the ins reaches 50% so ins was not depleted. It was reported that the controller was fully charged. The patient reported that they were getting ¿no device found¿ despite pressing try again. The patient pressed recharge and entered into passive recharge mode. The patient reported getting low- 89, middle- 97, high- 97, but later stated that all numbers dropped to 0 on the ¿trying to recharge¿ screen and the numbers did not change from 0. No patient complications have been reported because of this event.